Event description:
The lay user/pt contacted lifescan (lfs) in 2005 alleging that her test strip was damaged. She had been testing her blood glucose and had received readings of 207 mg/dl, 188 mg/dl, and 101 mg/dl within the past couple of days. She did not experience any symptoms at the time of testing. The technique of applying blood on the test strips was correct and the test strips were not expired. Customer care agent (cca) sent the pt a replacement meter and test strips. The complaint is being reported because of the damaged test strips.